Event description:
It was reported that during a ptca/stent procedure, following use of the powersail to post-dilate a stent, the tip of the catheter was found on the guide wire. The tip was removed from the guide wire. No patient injury was reported.